Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: not applicable, symfony lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor implanted a symfony iol (zxt150 +33.0d) and the patient had a postoperative outcome of -3.0 diopters. An additional iol (sulcoflex) was placed between iris and the implanted symfony iol. It was implanted in the sulcus. It was also reported that the patient has a very irregular cornea and astigmatism. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Corrected data: in the initial MDR, the type of report was incorrectly reported as "malfunction". The correct type of report is "serious injury". Type of reportable event: serious injury. Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.